Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal cracked during loading of the heartstring device. During the same procedure, two heartstring seals did not unfold after deployment into the aorta. The procedure was completed using a replacement device. There were no pt consequences. This report is for the third seal that did not unfold.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lhr review was completed for the product and there was no nonconformance associated with the lot number.